Event description:
Caller states that there is a result stored in the device memory of 132mg/dl, but she states at the time of the test, the result was 274mg/dl. No adverse event reported and no treatment received.